Manufacturer narrative:
Result: the 5maxace catheter was fractured approximately 3.5 cm from the hub . Conclusion: the complaint has been evaluated. The complaint indicates when the 5maxace catheter was removed from the packaging hoop it was cracked at the hub. Evaluation of the returned device confirmed a fracture approximately 3.5 cm from the hub. This damage was likely caused by improper handling of the device when attempting to remove it from the packaging hoop. If the proximal end of the catheter is torqued or bent at an angle during removal, the catheter shaft may stretch and fracture in these areas. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter, it was cracked at the hub upon removal of the hoop. The catheter was not used in the procedure and a new catheter was used to successfully complete the procedure.